Manufacturer narrative:
The insulin pump passed operating current, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime and excessive no delivery test due or verify communication error alarm to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call about having multiple communication error alarm. Customer was assisted with the troubleshooting and self test was performed and insulin pump passed. Customer was assisted with troubleshooting for insulin pump alarms, the result of which was not reported. The customer's blood glucose was 378 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis and replacement pump will be sent.